Event description:
Patient reports curlin pump had a "system timeout" or system failure alert (empty lithium battery). Patient initially called curlin pump moog manufacturer who advised they are not able to troubleshoot and pump needs to be replaced. Patient did not waste any medication and she was due to infuse today, unknown if patient missed a dose. Hyqvia indication: immunodeficiency with predominantly antibody defects, unspecified, other common variable immunodeficiencies, and common variable immunodeficiency, unspecified. Pharmacy replaced device. Unknown serial number and expiration date. Unknown if adverse event occurred due to product issue. Unknown if device available for return. No further info/details or dates available.